Event description:
On (B)(6) 2011, patient reported the up button on the infusion device was not functioning properly. This was first noticed 2 weeks prior to the report, and patient switched to his backup infusion device. Patient boluses 5 times per day and has used this infusion device for 4 years. The up button does pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.